Manufacturer narrative:
Received one used list# mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer for inspection. As received, each of the 0.2 micron filters were wetted out. The set was leak tested per product specifications. There was leakage from the filter vents on both filters. The reported complaint of the 0.2-micron filter on trifuse line leaking from filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR review could not be conducted because no lot number(s) was/were identified. Corrected information can be found in h6, component code.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer generated a leak during patient use. The reporter stated that the 0.2-micron filter on the trifuse line was leaking from the filter but no obvious cracks or issues with the line. The impact of the incident had to hand new fluid and lines. There was unexpected or prolonged care. One device was retained for investigation. The sample was wiped, double-bagged, and labeled as per instructions. There was no patient harm reported.